Event description:
Device 1 of 2. Reference MFR. Report#:1627487-2019-01235. Follow-up information revealed patient is continuing to improve and no further interventions are planned.

Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2019-01235. It was reported following a permanent implant procedure on (B)(6) 2019, the patient experienced leg and mobility issues. The patient was advised to go to the hospital on (B)(6) 2019, follow-up information revealed clarified that the patient had not been able to lift her legs or walk. As such, the patient spent a week in a rehabilitation facility. In turn, the physician decided to explant the drg system on (B)(6) 2019. The patient will be sent for an MRI as the next course of action.

Event description:
Device 1 of 2: reference MFR. Report#:1627487-2019-01235. Follow-up information revealed the patient is feeling better following the explant, but the issue is not fully resolved. Reportedly, the patient's MRI revealed inflammation at the drg site.